Event description:
During service at baxter, a technician reported on (B)(6) 2010 finding a colleague infusion pump with an inoperative stop key on the pumphead module keypad. This event occurred during product evaluation on (B)(6) 2010. There was no patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, categorized as remediated.no additional information is available.

Manufacturer narrative:
(B)(4). During service at baxter, a technician reported on (B)(6) 2010 finding a colleague infusion pump with an inoperative stop key on the pumphead module keypad. The pumphead module keypad was replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated tsh and psa results generated by the access 2 immunoassay system. All samples were repeated and recovered results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Complaint no: (B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4) .

Event description:
Technician alleged brakes would engage and hold, however, caster would still slightly swivel.

Manufacturer narrative:
Complaint no: (B)(4).